Manufacturer narrative:
The fse examined the system while onsite for another issue. The customer stated that the ion specific electrodes (ises) are calibrated each morning at approximately 7:00am. Qcs run after calibration would return results within the lab's established ranges. After approximately 4 to 5 hrs, pt values for na and cl would drift low. A qc run at that time would give results approximately 2-3 standard deviations lower than the qc run in the morning. The customer stated that reagents are handled properly, that operators do not pour from one bottle to another, and that the operators do not touch the tubing used to transfer the reagents. On (B)(4) 2008, the fse recommended replacing the ise buffer with a different lot of reagent. The customer reported that this did not resolve the problem. Cultures taken from the ise system on (B)(6) 2008 were negative. A clear root cause has not been determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4), 2010 for additional reportable events.

Event description:
While a beckman coulter, inc. (Bci) field service engineer (fse) was at the customer site for a different issue, the customer reported a problem with their unicel dxc 600 synchron clinical system. The customer reported that the system was giving erroneous low results for sodium (na) and chloride (cl) for an unk number of pts. The erroneous test results were reported outside of the lab. No pts were reported to have had changes to pt treatment as a result of this event. There are no reports of death or serious injury related to this event. After the system was recalibrated and a quality control (qc) run, the previously low pt results were re-run and corrected reports for na were issued only when the results were considered to be clinically significant.